Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test and observed the returned puck to have electrical current and temperature values within specification, indicating no accuracy issues were present in the returned puck and that the puck's thermistor was fully functional. Observed the returned puck's poise voltage values within specification, indicating no issues with electrical signal lines integral to the glucose reading process. No abnormalities were observed during testing. The returned puck passed all testing, and no evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings compared to a competitor brand meter and experienced a loss of consciousness. However, no treatment by a healthcare professional (hcp) and/or non-hcp third-party was reported for this issue. No additional details were provided as customer did not want to troubleshoot further. There was no report of death or permanent injury associated with this event.